Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed kinks near the pusher assembly mid-joint. If the device is advanced against resistance, damage such as this may occur. Further evaluation of the device revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. This damage likely contributed to the pusher assembly kinks during the procedure. During functional testing, the ruby coil lp was unable to advance through its introducer sheath due to the kinks in the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) of the gastroduodenal artery (gda) using ruby coil lps and a non-penumbra microcatheter. During the procedure, the hospital technologist and physician were unable to advance a ruby coil lp through the introducer sheath. Consequently, the pusher assembly of the ruby coil lp kinked; therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.